Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the plunger, cuffs, link, needle tip and monofilament were not returned. There was no needle strike mark on the foot. There was no abnormal observation found on the returned device that could have contributed to the reported event. During the investigation, a proxy plunger was inserted and the needle trajectory was acceptable. Also, the needle trajectory of every device is checked twice during manufacturing. The most probable root cause for the reported cuff miss is needle deflection during plunger deployment due to patient anatomy or a failure to maintain a stable position of the device during needle deployment. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and a second proglide was used successfully to achieve hemostasis. There was no adverse patient effect reported. Though requested, no additional information was provided.